Manufacturer narrative:
Additional information is provided in sections b.5, b.6, b.7 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that multiple consecutive slit lamp exams revealed the presence of anterior chamber cells of +2 increasing to +3 before diminishing. Fibrin and hypopyon appeared in the pupillary area as the endophthalmitis like symptoms aggravated. A haze in the corpus vitreum occurred and petechial hemorrhage around the retina and blood vessel linea alba were slightly observed. In addition to the receiving the aforementioned vitrectomy, the patient was also additionally treated with cravit, linderon, post-operative eye drops of vancomycin and modacin, intravenous chienam with limbeta and oral predonin. The patient was discharged when their anterior chamber cells decreased. Additional information regarding the bacterial culture tests were received which confirmed the iol was negative, the anterior chamber fluid tested positive for staphylococcus lugdunesis 3+ and the vitreous fluid tested positive for staphylococcus lugdunesis 4+. It was further stated, not only the same type of bacteria were detected from both anterior chamber and vitreous fluid, but also the detected number was large therefore, it was considered staphylococcus lugdunesis was the responsible bacteria that caused the endophthalmitis.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Complaint trending was reviewed for the two potential lot codes provided, 19k04ka and 19j23ma. There were no other similar complaints found for either of the two potential lot codes outside of the related complaints. Batch records were reviewed and all testing results met specifications for both potential lot codes at the time of release. Ten unopened viscoelastic folding boxes with potential lot number 19k04ka and five unopened viscoelastic folding boxes with potential lot number 19j23ma were received as complaint samples. The chemical lab tested the ph and the osmolality of the products and the results are within specifications. Since all initial test results are conforming, no production deviations that could cause the reported defect were reported and the returned samples are conforming for the tested parameters, the complaint could not be confirmed. A root cause cannot be determined. After investigation, we can conclude that the investigated product met specifications at the time of release therefore, a specific corrective action or preventive action cannot be initiated however, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Two possible lot numbers were received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a viscoelastic product was used during a cataract surgery after which the patient presented with postoperative endophthalmitis. Additional information has been requested. Additional information received further clarified that bacterial cultures have been performed, but the results have not yet been received. The patient's symptoms appeared in their right eye two-days post operatively at which time hypopyon and vitreous clouding was observed. The patient received treatment in the form of a vitrectomy that was performed on (B)(6) 2020. The patient's condition was reported as improving. Additional information received further clarified that the same viscoelastic syringe was used for four patients.